Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.

Event description:
It was reported that the 4-40 stud broke off. The case was completed with a second handpiece. No patient consequence was reported.